Event description:
A malfunction was reported on the customer's pump on january 22, 2026, with no notable events occurring before the malfunction. The customer also reported another malfunction on january 24, 2026. The customer declined to answer if their blood glucose level exceeded 500 mg/dl, so there was no confirmed adverse impact on their blood glucose level. Cts responded by instructing the customer to place the malfunctioning pump in storage mode and return it to tandem using a prepaid label and return box, with a requirement to do so within 10 days to avoid charges. The customer will use multiple daily injections (mdi) as a backup.